Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured on an unspecified date in november 2025. H11: the actual device, photographs of the sample and retention samples were provided for evaluation. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing and performed according to product specifications. Visual inspection was performed on the retention sample, and no abnormalities were noted that could have contributed to the reported condition. The retention sample was also leak tested and no leak was observed. Due to the nature of the photographic sample provided, no further testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked drug during patient infusion of evotaxel (6mg/ml) in 5% gl 500ml saline solution. The location of the leak was described as in "the area of the rotating luer-lock connector". There was no report of patient injury or medical intervention associated with this event. No additional information is available.